Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). It was also noted that the upper case, lower case, side bail covers and battery drawer were broken, the battery contacts were compressed and the liquid crystal display (lcd) was missing segments.

Event description:
It was reported the device turns off after trying to boot. The lights blink twice, then shut off. No patient complications were reported as a result of this event.